Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer¿s blood glucose values were 66 mg/dl, 40 mg/dl, 48 mg/dl, 70 mg/dl and 112 mg/dl. Customer alleged the pump was over delivering insulin because they had low sugars and continued to go low. Customer corrected with food. The drive support cap was normal. The insulin pump will be returned for analysis.